Manufacturer narrative:
If additional information is received, it will be provided in a supplemental report upon completion of the investigation. Additional devices listed in this event: catalog: 6260-9-332 description: 32mm +8 lfit v40 head lot: 21505102. Catalog: 540-11-48d description: trident psl ha solid back 48mm lot: 8kdmha. At this time, it cannot be determined which, if any of the reported devices may have caused or contributed to the patient's experience.

Event description:
It was reported that patient's right hip was revised due to pain. Possible causes or contributors to pain not reported to rep.